Event description:
The customer called and reported she was receiving alarms signifying that her insulin pump was not delivering insulin. Customer's blood glucose was 222 mg/dl. During troubleshooting, insulin did not exit the tubing when pushed through with a plunger, after disconnecting and reconnecting the reservoir. A new infusion set did not resolve the issue, however, a new reservoir did, and the pump did not alarm no delivery. The customer will not be returning the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.